Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurring incontinence; sub-cuff atrophy is suspected. The device was explanted and replaced. No further complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. The cuff was returned and found to have folds. During microscopic analysis, the cuff had wear at the corner of a fold. The reported event of atrophy and urinary incontinence are potential adverse events associated with the procedure of implanting an aus and are listed within the product risk documentation. Therefore, based on this investigation, the conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurring incontinence; sub-cuff atrophy is suspected. The device was explanted and replaced. No further complications were reported.